Event description:
This is being reported as a pt safety concern. Recently it was brought to our attention that on the stryker orthopedics package for the triathlon cruciate retaining femoral components that there is not consistency with labeling. For the left component if you look at the package you will see that on the right hand side of the label it reads from top to bottom the size, type and side. When looking at the packaging for the right side component the label reads from top to bottom as follows: the size, side and type. With the operating room being a fast paced location one could look at the package and get the side confused with thinking the cr stands for the cruciate right side component. This could make it confusing for staff since there is not a standard label used for laterality and a safety concern for the pt on having the wrong implant placed. It would be helpful with standard labeling used and maybe a different color used on the left component.